Manufacturer narrative:
Device was received with all its features working properly. No anomalies noted during testing. Device p-cap / reservoir locked properly in place and the device passed the displacement test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor. However, pump error 63 alarm noted during self test and confirmed in the formatted history file due to broken trace at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the ring was damaged. The customer stated that the reservoir did not lock into place. It was reported that the customer had high blood glucose levels of 600 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the ring was damaged. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.